Event description:
It was reported to philips that the system's wired footswitch was unable to trigger x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.